Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The (B)(4) stenosed, 28mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.25mm in diameter left circumflex artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed using a 2.0x15 nc emerge balloon catheter, leaving (B)(4) residual stenosis in the lesion. A 2.25 x 32 synergy(tm) drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. After a few unsuccessful attempts, the device was removed and the stent struts were damaged. The vessel was then pre-dilated with a 2.5x15mm nc emerge balloon catheter and a new 2.25x28mm synergy drug-eluting stent was deployed successfully. Post-dilation was then performed using the same 2.5x15mm nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage with one strut lifted distally from the stent profile. The od of the stent was taken on the undamaged distal side, measured and within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues of the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 80% stenosed, 28mm in length, concentric, de novo target lesion was located in the moderately tortuous, moderately calcified, and 2.25mm in diameter left circumflex artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed using a 2.0x15 nc emerge balloon catheter, leaving 30% residual stenosis in the lesion. A 2.25 x 32 synergy drug-eluting stent was advanced; however, resistance was encountered and the device failed to cross the lesion. After a few unsuccessful attempts, the device was removed and the stent struts were damaged. The vessel was then pre-dilated with a 2.5x15mm nc emerge balloon catheter and a new 2.25x28mm synergy drug-eluting stent was deployed successfully. Post-dilation was then performed using the same 2.5x15mm nc emerge balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.